Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 27-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The wire was dissected through the left anterior descending artery (lad) and the lad was found to be full of thrombus. The patient heart stopped and was shocked nine times. Access was quickly gained to the right femoral artery (rfa) and upsized to an impella 14 fr sheath. The impella insertion was ultimately aborted and the intra-aortic balloon pump (iabp) was placed due to the large thrombus noted in the left ventricle.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.